Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp (MRI tech) reported that the ins has not worked for a few years. Unknown if depleted due to normal battery depletion. Caller has not spoken with the patient yet to confirm, the information provided was written on a note. The caller will be reaching out to patient to inquire if ins has depleted and confirmed by managing hcp. No further patient complications are anticipated or expected as a result of this event.